Manufacturer narrative:
The sample was not returned for evaluation. The device history record was reviewed finding nothing that could cause or contribute to the reported event. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported via medwatch report (B)(4) that the drain broke off in the pt. When attempting to remove drain, resistance was noted and a portion of the drain was retained in the pt. On (B)(6) 2012, the pt was returned to the operating room for removal of drain portion. A tan semi-translucent plastic tube measuring 5.6 cm in length and 0.3 cm in diameter was retrieved from the pt's right knee.